Event description:
It was reported the customer received a button error alarm. The customer stated they did not hold down the button for three minutes or later. Customer's blood glucose was 152 mg/dl. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.